Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed a lead safety switch due to low, out of range pace impedance measurements. There was also noise and oversensing without pacing inhibition on the lead. There were no adverse patient effects reported. The device remains in service.